Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(6) and fer lot i616482 from 03-nov-2017 through aware date 03-dec-2018. There were no similar complaints found during the searched period. A 13 month review for similar complaint for biorad qc lot 40350 was performed from 03-nov-2017 through aware date of 03-dec-2018. There were 13 similar complaints found during the searched period. The st aia-pack fer application analyte manual states: 2)calibration the calibration curve for the st aia-pack fer is stable for up to 90 days. Calibration stability is monitored by quality control performance and is dependent upon proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Expected values each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event was not determined. The biorad and mac quality controls were in range and the customer was advised to adjust biorad ranges.

Event description:
A customer reported that the ferritin (fer) quality controls having been running high and they failed one american proficiency institute (api) survey sample for fer on the aia-360 instrument. The fer lot was i616482 with biorad quality control lot 40350. There had been no issues with other quality control results. The fer linearity calibration verification material (cvm) was 50% and 101% and then 100% and 91.6%. Technical support (ts) sent the customer mac quality controls (qc) for investigational purposes as tosoh qa lab passed all api samples. The fer qc customer results were as follows: level 1: 44 ng/ml and 47 ng/ml (range 27.1-50.4 ng/ml; mean 38.8 ng/ml) ; level 3 : 242 ng/ml and 290 ng/ml (range 164-306 ng/ml; mean 235.4 ng/ml) . The tosoh api samples results: ia-04 result 58 ng/ml (range 138-182 ng/ml; mean 160 ng/ml), customer result-177 ng/ml; ia-05 result 111 ng/ml (range 97-127 ng/ml; mean 112 ng/ml), customer result-129 ng/ml (fail); ia-06 result 64 ng/ml (range 56-76 ng/ml; mean 65.8 ng/ml), customer result- 79 ng/ml. Mac quality control results (ran in triplicate): level 1: 47.8 ng/ml; 44.5 ng/ml; 48 ng/ml (range 30.4-56.5 ng/ml, mean 43.4 ng/ml); level 2: 149 ng/ml;149 ng/ml; 150 ng/ml (range 97.5-181 ng/ml, mean 139.2 ng/ml); level 3: 321 ng/ml; 308 ng/ml; 312 ng/ml (range 206.9-384.2 ng/ml, mean 295.6 ng/ml). The data provided to ts showed that both bio-rad and mac qc were within acceptable ranges. Instrument issue was ruled out. The ts advised the customer to adjust bio-rad qc ranges. There was no indication of patient intervention or adverse health consequences due to the discrepant survey results.